Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 00002480 number, and no internal actions related to the reported complaint condition were identified. Since the hemostatic valve was found dislodged, this failure could be related to the resistance issue reported by the customer; therefore, the customer complaint was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the hemostatic valve was dislodged inside the hub component. During the procedure, there was resistance when attempting to advance the pentaray catheter and the smarttouch sf catheter into the vizigo sheath. The vizigo sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported.